Manufacturer narrative:
Sections with additional information as of 31-dec-2025. H3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: test strips were not returned for evaluation. Meter was returned for evaluation. Defect found on returned meter - dead meter. Replacement products not delivered to customer and returned to thi due to incorrect address. Unopen replacements products will be scrapped. Rc-006: mechanical stress-impact.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes: dizziness. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-164: battery installed incorrectly. Note 1: replacement products not delivered to customer and returned to thi due to incorrect address. Unopened replacements products scrapped. Note 2: manufacturer contacted customer in a follow-up call on 21-oct-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. Customer stated she had contacted her primary doctor due to the symptoms and has an upcoming appointment. Note 3: customer contacted manufacturer on 06-nov-2025 - customer stated she had not received the replacement products. Per usps: insufficient address. Customer confirmed address and it was correct; customer provided a different address and replacement products re-sent. Note 4: manufacturer contacted customer in a follow-up call on 13-nov-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for dead meter. Complaint was initially reported via e-mail and customer was contacted by telephone. Customer stated she had changed the battery twice, including on the day of the call, and the true metrix meter was not powering on. Customer is using the correct battery, but it is not in the correct orientation for the meter. During the call the true metrix meter did not power on using the power button or when a test strip was inserted. The test strip lot manufacturer¿s expiration date is 11/25/2026; product storage and open vial date were not provided. At the time of the call the customer reported feeling dizzy; customer stated she was going to all her primary doctor.